Event description:
Initial report: this case was reported by a physician and involves a female, pt. In 2008, she had been treated with one ampoule of poly-l-lactic acid (sculptra), application site: 3.5 ml intraorbital right lower area of cheek and 3.5 ml left lower area of cheek. In 2009, two visible and tactile nodules were detected. Corrective treatment included triamcinolone 40mg suspension 1/2 ml. Outcome: ongoing at the time of the report.